Manufacturer narrative:
G5, d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer purchased a new unit and there is missing hardware for installation. There is unknown patient involvement.